Manufacturer narrative:
E1: initial reporter phone no.: (B)(6), h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower half of the tubing in a clearlink system continu-flo solution set became detached from itself. This occurred while priming the tubing with pitocin. There was no patient involvement. No additional information is available.